Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to dislodgement during an ablation procedure. The lead was unable to be removed, therefore a new lead was implanted as a replacement. No additional adverse patient effects were reported.